Manufacturer narrative:
(B)(4).

Event description:
It was reported the lifetime blood pressure percentage seen in the clinic was different from that displayed from a remote measurement four months prior. This was unusual as the pacing percentage was widely acceptable over the period between the checks. No other programming changes appeared to explain the decrease in the lifetime percentage. No further information is available.